Event description:
It was initially reported that the zimmer skin graft mesher was not working skin evenly. Add'l clinical f/u on (B)(6) 2010, indicated that the mesher was only meshing half of the skin graft. The surgeon had to manually mesh the area of the graft that was not meshed. There was no harm or injury to the pt and the initial graft was usable. No add' grafts were needed.

Manufacturer narrative:
The device was returned to the MFR for repair. Device is 4 yrs old. Inspection found a missing roller sleeve and damage comb. Functional testing could not be performed due to the issues found in inspection. The device has not been serviced in 2 yrs; IFU recommends annually. The reported issue is likely due to user damage and device not being serviced. A letter will be sent to the customer with the findings. The device was serviced and returned to the customer.